Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer experienced elevated blood glucose levels (247 mg/dl), and air bubbles present throughout the infusion set tubing. Customer stabilized blood glucose levels via the pump. Customer was unable to provide infusion set MFR.